Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic prostatectomy procedure, the flanges on the distal end of the device broke off leaving plastic shards in the wound - they were retrieved with graspers - the nurse is not sure if all parts were retrieved. A surgical intervention was needed - plastic shards had to be removed from the wound. There was a temporary injury - the plastic shattered leaving shards in the wound. There was tissue damage - they had to dig the shards out of the surrounding tissue of the port site.